Event description:
It was reported that a patient discovered a leaking extension set. This occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient stated that the leak was noticed "from the end of the extension set that has the cap on it." The patient confirmed that it was leaking from the end that they would normally connect to their transfer set. The patient stated there was no noticeable damage to the product or overpouch. The patient stated they were able to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and identified no issues. Functional testing of the device included leak testing, clear passage testing and pressure testing; functional testing identified no issues were identified that could have caused or contributed to the reported problem. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.